Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/15/2015 with the following findings: there was one no cartridge detected warning observed in the black box history. A load step malfunction was duplicated during investigation. During the load step, the piston pushed up until the cartridge reached 135 units. The force calibration was out of specification. The force sensor was removed and tested and the resistance was out of specification. Contamination was observed on the force sensor plate. Unrelated to the original complaint, the display was dim and discolored.